Event description:
The customer stated, she was hospitalized for high blood glucose. No blood glucose reading was reported. Prior to the hospitalization, the customer stated, she changed the infusion set two times and the cannulas were bent both times. The customer stated, the insulin pump did not give her a no delivery alarm. No troubleshooting was performed and nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.